Manufacturer narrative:
Section d9: device available for evaluation: yes section d9: returned to manufacturer on: june 10, 2021. Section h3: device evaluated by manufacturer: yes device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was stuck inside the cartridge tip, which is consistent with a lens that was handled during loading. The lens was removed from the cartridge tip and cleaned, lens damage was observed on the optic body, but this may be attributed to handling and cannot be confirmed to be related to manufacturing. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The search revealed two additional investigation request (ir) for this production order number has been received, however, neither of the complaints were related to this complaint. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Patient weight and ethnicity: unknown, information not provided. If implanted, give date: unknown, information not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was initially reported that the intraocular lens (iol) was changed. Additional information received revealed that the lens was explanted from patient's eye and a 3-piece lens was chosen. No further information was available.